Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) screen is not clear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device for the reported failure. The fse confirmed that the display was intermittently completely distorted. The fse replaced inverter board which did not resolve the issue. He found a loose connection on the video receiver board. The fse reseated the connections to the board and original inverter board. The unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen is not clear.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as cs100 upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.